Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 28 mg/dl at the time of hospitalization, blood glucose was 600 mg/dl. Time and date of hospitalization was (B)(6) ,2017. The customer was treated with visited emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.